Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that patient experienced event of 4 infusion sets leakage cannula on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was upper buttocks. The infusion set was in use for 48 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.